Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3 7742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of stimulation and her implantable neurostimulator (ins) was dead because she lost her implantable neurostimulator recharger (insr) and ran out of charge. The patient was feeling pain in her right hand and it hurts a lot. Her ins ran out of charge last night and the pain in her right hand returned right after. She always has device on. She didn't sleep last night at all. If additional information becomes available, a follow-up report will be submitted.